Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events, lymphadenopathy, silicone migration, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration.

Event description:
Healthcare professional reported left implant rupture discovered during explant surgery. Ultrasound performed showing "reactive lymph nodes in the cables, lymph node with hyperechogenic material inside compatible with siliconoma is noted in the left cable.¿ the device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, broken shell, wear abrasion, crease flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left implant rupture discovered during explant surgery. Ultrasound performed showing "reactive lymph nodes in the cables, lymph node with hyperechogenic material inside compatible with siliconoma is noted in the left cable.¿ the device has been explanted.